Event description:
The user facility reported that the physicians used an 8 x 10 bilayer matrix wound dressing (bmwd) on bi-lateral lower extremities. Over the course of 3-5 weeks the (bmwd) appeared green in color instead of gray and the physician made the decision to remove the product. One 2x2 of bmwd was provided to the physician for reapplications. Application was scheduled. The physician who has previously used the bmwd product numerous times; stated that he was unsure of what happened.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.